Manufacturer narrative:
H6; code 100: twisted staples jammed in the cartridge nose, staples removed, instrument cycled, fired and properly formed the remaining three staples. Facility experienced an event with your endopath endoscopic articulating multifired stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971389. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, precock functional, staple count, and swivel; yes. Staple count; 4. Functional tests & results: cycled the instrument; yes. Analysis conclusion: based upon the info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with a twisted staple jammed in the cartridge nose. The twisted staple was removed from the nose and the instrument was cycled, fired, and properly formed the remaining 3 staples without incident. No conclusion could be reached as to how the staple had become twisted in the nose. Each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly. The instrument's staples may become twisted within the cartridge track and the cartridge nose if the instrument sustains a blunt trauma. The instrument's staples may malform or reflect if fired into a hard object, such as bone. Co strives to understand each incident as it occurs to continuously improve the products.

Event description:
During a laparoscopic hernia repair. It was reported that stapler jammed ad staples would not form. A second stapler was pulled to complete the case. There was no consequence to the pt.